Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an unknown event on (B)(6) 2015. Patient was very ill and was not up for talking on the phone. Patient stated that she would call back when she feels better. A follow up telephone call was made by dexcom technical support on (B)(6) 2015 and additional event information was obtained. At the time of contact, it was reported by an unknown source, that the patient was in the hospital. No additional event or patient information was provided.